Manufacturer narrative:
Evaluation summary: review of the sterilization for this device indicated a normal sterilization cycle as confirmed by concomitant parametric controls. Quality records reviewed.

Event description:
The device was explanted due to infection.